Manufacturer narrative:
Pass displacement test. Device received a33 alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.